Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right atrial (ra) ring sealplug, all other sealplugs were intact.. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited noise and oversensing. The device was explanted for normal battery depletion (nbd) and the lead was capped and abandoned. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.